Event description:
Reporter stated that when the end user was driving down the street the right rear tire came off of their chair causing the chair to tip over. End user sustained bruises on the right arm and a bump on the head. Extent of the injuries are unknown at this time.